Event description:
It was reported that the user paused insulin delivery to avoid a low when the cgm read 57 mg/dl, then consumed glucose tablets and later resumed insulin after coaching; a glucometer reading was 64 mg/dl, and education was provided not to manually pause since the algorithm suspends delivery when needed. Symptoms included hypoglycemia with low glucose readings. Outcomes included self-treatment with oral glucose and recovery of glucose to 80 mg/dl without further issues. Investigation included customer interview, device data synchronization, and troubleshooting with user education on proper use of automated insulin suspension. Investigation of this case revealed no device malfunction, with hypoglycemia occurring in the setting of user-initiated suspension and meal announcement that differed from usual, and the system¿s automated features functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.